Event description:
The deep brain stimulator was returned to the MFR with no additional info. Device registration system indicates the pt is expired. Additional info has been requested. A follow-up report will be submitted if additional info becomes available. Please see MFR. Report # 3004209178-2008-04854.

Manufacturer narrative:
Add'l deep brain stimulator evaluation method code: final device analysis of the stimulator revealed no anomaly found. The device was functionally ok. Extensions nhu018816v, nhu013917v. The extensions were ok, but cut through (suspected explant damage). Final device analysis revealed 'no anomaly found'.